Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. The sheath was inserted and aspirated without problem. When the catheter was inserted aspiration bubbles in the tubing were observed. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. The sheath was inserte and aspirated without problem. When the catheter was inserted aspiration bubbles in the tubing were observed. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that the operating time was extended by 5 min due to the reported issue.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the external valve torn by the center slit on the outer face and the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. The sheath was inserte and aspirated without problem. When the catheter was inserted aspiration bubbles in the tubing were observed. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that the operating time was extended by 5 min due to the reported issue.